Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the insertion of the pulmonary vein isolation procedure to treat atrial fibrillation, faradrive steerable sheath clear was selected for use. It has been mentioned that the sheath was sucking air in though the valve while aspirating after insertion. No troubleshooting steps have been mentioned. The procedure was completed successfully by using the original device. No patient complications have been reported. The product is not expected to be returned as it was disposed.